Manufacturer narrative:
The previous or initial MDR submitted on (B)(6) 2021, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. The implanted device remains. This report is submitted on november 29, 2021.

Manufacturer narrative:
This report is submitted on october 29, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.